Manufacturer narrative:
The initial MDR 1226181-2016-00336 was filed on july 5, 2016. Additional information (07/07/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated: the tacrolimus (tacr) method was calibrated with the wrong calibrator bottle values. Values for calibration lot 5fd028 were used instead of values for lot 5kd011 which is the match calibrator for reagent flex lot ba6323. The cause for why these bottle values were loaded in to the calibration is unknown. The customer stated she used the bar code to load in the values. The bar code was verified with the recalibrations to have the correct values coded into it. At the time of the incident there was an active calibration and unaccepted calibration for flex lot da6192 which uses calibrator 5fd028. Because the log file and filter files were not available it is unknown if there is a relationship between the unaccepted calibration status and the wrong calibrator bottle values remaining and not being written over by the barcoded in lot 5kd011. The customer repeated patient samples that were run when the calibration with the wrong bottle values was used. The difference between the patient initial result and repeat result is larger than the difference between the qc of the two calibrations. The calibrator bottle value error does not account for all of the difference in the two replicates of these patient samples, ruling out the bar code symbol error. The repeat patient samples were stored overnight in the refrigerator. If they were not warmed and well mixed the difference would be accounted for by the increased cells in a less than optimally mixed sample. No filter data was available for evaluation of the hemoglobin value of these samples compared to the original samples. The variance of the samples is within the customer accepted quality limits (qc range). The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of instrument error messages and calibration problems with the tacrolimus (tacr) method. It was discovered that the customer had calibrated the instrument with an incorrect calibrator lot. The customer recalibrated with the correct calibrator lot and ran quality controls (qc), resulting within range. The ccc specialist instructed the customer to bleach the reagent probe 1(r1) drain and run precision testing. The customer checked the instrument ultrasonic on sample and reagent probe 2 (r2). The customer checked the alignment of r2 probe to flex, and no change was needed. The customer recalibrated the instrument, resulting within range. The customer ran precisions, and qc, resulting within range. The cause of the discordant, tacr results is unknown. The cause of the customer using the wrong calibrator lot was due to a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, tacrolimus (tacr) results were obtained on four patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for sample ids: (B)(6) and higher for sample ID (B)(6). No repeat result for sample ID (B)(6) was provided. The samples were repeated on the same instrument the following day, resulting lower than the initial results. The customer realized that the wrong calibrator lot was used, replaced it with the correct lot and recalibrated the instrument. Two corrected reports (sample ID (B)(6)) were reported to the physician(s). The samples were repeated again after re-calibration, resulting lower than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tacr results.